Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. During set-up of the purge system for the procedure, the automated impella controller (aic) did not recognize the disc. The aic was successfully replaced with a backup aic.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The root cause of this issue could not be determined. Purge disc not detected alarms were unable to be reproduced. Hairline fracture found on left side of retainer during physical inspection of console. Unrelated to the reported product malfunction.